Event description:
The customer reported that "they perform a battery calibration and it breaks off. Then they have to restart the device manually, so that he comes within its scope". There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.